Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The lifevest operated as designed.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. The patient was not wearing the lifevest when she was pronounced. The patient was in the ICU at the time of the event. A review of download data reveals that the lifevest treated the patient appropriately twice during ventricular fibrillation (vf). Two treatments were delivered at 00:46:29 and 00:47:00. The treatments were unable to convert the arrhythmia. The electrode belt was disconnected at 00:47:07. The patient passed away approximately one hour later.